Manufacturer narrative:
(B)(4). Approximate age of device: 8 days. The device was returned for analysis. Evaluation is not complete. Additional information was not provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the mechanical circulatory support team was on rounds and the patient was exhibiting a left ventricular suction event that persisted. The pump speed was decreased to allow left ventricle to refill, but the patient remained symptomatic with heart failure symptoms. Echocardiogram revealed right heart failure, and the aortic valve opening with each cardiac cycle. Lvad power readings were elevated. The patient was treated with inotropes and heparin. The patient underwent a device exchange on an unspecified date. No additional information was provided.

Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 5 inches from the pump housing and the severed portion of the driveline was not returned. The sealed outflow graft and the outflow bend relief were also not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed non-laminated depositions in the lumina of the inlet tube and the inlet elbow. Denatured blood was also found in the inlet stator, outlet stator and on the body of the rotor. The areas in contact with the inlet and outlet bearings appeared significantly denatured. All of the depositions appeared to have developed as the result of poor surface washing due to a low flow condition or an interruption in flow through the pump; however, a specific cause for the interruption in flow could not be conclusively determined. The depositions found in the pump would have potentially created additional resistance on the spinning rotor, contributing to the reported pump power elevations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the depositions. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to what was recorded during the manufacturing process and the pump operated as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.